Manufacturer narrative:
Ps342318. Method: the five complaint mr290 vented autofeed humidification chambers were not returned to fisher & paykel healthcare for evaluation. The investigation is thus based on the information provided by the customer, photographs of the complaint chambers provided by the field representative, and our knowledge of the product. Results: the customer reported that five mr290 chambers were leaking water due to a cracked chamber. Visual inspection of the provided photographs revealed a chamber crack near the base of the chambers. Without the return of the complaint devices for investigation, we are unable to confirm the reported failure for each of the complaint devices. Conclusion: without the complaint devices we are unable to determine the cause for the reported event. It should be noted that the leak was identified after a few days of use. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chambers would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that five mr290 vented autofeed humidification chambers were leaking water after a few days of use. It was reported that the water leak was found at the chamber base near the heater plate and there were some cracks on the chamber base. There were no reported patient consequences.